Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that during a nondevice related procedure, the patients lead was damaged. The patient underwent a lead replacement procedure.